Manufacturer narrative:
(B)(4).

Event description:
The catheter was confirmed to be kinked. The catheter was revised. Additional info has been requested. A f/u report will be sent if additional info becomes available.